Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that they had their implantable neurostimulator (ins) replaced. The ins was defective. The patient noted that the lead burned the middle of their back. After the replacement, the patient noted that the new ins was working very good.

Manufacturer narrative:
Concomitant products: product ID 97714, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4). For information regarding the patient's ins please refer to manufacturer report # 3004209178-2016-01078. For information regarding the patient's other lead refer to manufacturer report # 6000153-2016-00232.

Event description:
The consumer and a manufacturer representative reported that the patient had jolting at the battery site and burning at the lead site. The jolting and burning happened a few weeks prior to (B)(6) 2016. The patient was seen by a manufacturer representative on (B)(6) 2016 and the patient was also experiencing overstimulation at the battery and lead sites that started 3 weeks prior to (B)(6) 2016. The patient turned their implantable neurostimulator (ins) off. The patient was programmed at around 5v but they were unable to tolerate 0.4v amplitude. There were no falls or trauma associated with this event. The symptoms were suspected to be due to fluid in the ins header block. An ins revision was being scheduled but was not on the books at the time of the report. The ins was turned off at the time of the report and the jolting had ceased since the battery had been turned off. The patient was indicated for spinal pain. If additional information is received, a follow-up report will be sent.